Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right ventricular (rv) lead was noted to have a bend at the top of the rv lead. The physician elected to remove and replace the rv lead on (B)(6) 2024. The patient was in a stable condition and had no adverse consequences.

Manufacturer narrative:
The reported event of material twisted / bent was confirmed. As received, a complete lead was returned in one piece. Visual and x-ray inspections found the lead was bend with compressed / offset outer coil at the distal region consistent with procedural damage. Electrical testing found no conductor fractures or internal shorts. The cause of the reported event was consistent with procedural damage. No other anomalies were seen.

Manufacturer narrative:
Correction : h6 adverse event coding for investigation conclusion was corrected to "61 - unintended use error caused or contributed to event" from "4307 - caused traced to component failure".